Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. System performance testing showed system functional. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 2600 fluoroscopy system displayed error 430 after system boot-up. System worked without issue or malfunction.